Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection and burns. The patient was treated with antibiotics. It was further reported that the infection was located at site of implant where the anesthetic was injected. The icm was explanted. No further patient complications have been reported as a result of this event.